Event description:
Facility reported that the injector flow rate was set for 4.0 cc/sec with a total contrast volume of 150 ml to be injected. An extravasation (estimated at 37 ml) occurred in the pt's forearm when the eda patch was being used. Pt's arm was elevated and no further medical intervention was required.